Manufacturer narrative:
Upon investigation of the actual device used in this incident, it was determined that the malfunction occurred due to a drawer failure. A field service engineer removed IV-bag and medication kit from the drawer back panel. Reseated all the connections and determined that the drawers required replacement, also converted the matrix drawers from med-card to pyxis communication bus. The system functioned as intended after the field service engineer troubleshooted the device.

Event description:
It was reported by the customer that a pyxis medstation es system had a drawer failure. The customer reported that the drawers were not detected on the communication bus, resulting in a delay in dispensing the medication. There were no adverse events or injuries reported based on this event.